Manufacturer narrative:
(B)(4). Batch # n56x2r. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hysterectomy procedure, fired stapler, hard to close even though on thin tissue. Made a crunching sound when firing. Staples shot out everywhere. Pulled a second stapler from the same lot number. Same problem with closing but staples fired with no cut line. A third device from a different lot number was used to complete the procedure. There were no adverse consequences for the patient.